Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately calcified shunt. A 5.0x40 40cm mustang¿ balloon catheter was advanced to dilate the lesion. However, on the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured and contrast media leak was noted under fluoroscopy. The procedure was completed with a different device. No patient complications were reported and patient status was good.